Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis manifested by feeling sick, pain and cloudy effluent in bag also described as bag looked like a lemon or yellow in color. Break in aseptic technique was further described as did not turn off "rotar clamp" (of transfer set) and attached minicap for 5 minutes, then changed minicap again as the patient travelled and stopped to do dialysis while in car. The ambulance was called and the patient was admitted to the hospital for peritonitis. The pt initially refused to have antibiotics added to pd solution bag; but on the same day at midnight, the pt began treatment for the peritonitis with penicillin, ip (intraperitoneally) (doses and frequencies not reported). The patient was retrained on aseptic technique. At the time of this report, the pt remained hospitalized and the pt was recovering from the peritonitis. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.